Event description:
A customer reported receiving a "minimum fill" notification when attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process of filling and loading a new cartridge onto the pump, which successfully resolved the issue. The caller was able to place the pump back in its case and resume insulin use.